Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and sensing r waves was low. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk ICD, implanted: (B)(6) 2011; a 407645 lead, implanted: (B)(6) 2011. (B)(4).